Event description:
Customer reported that the t:slim x2 pump battery was not charging, accompanied by a power source alert. Despite using the recommended tandem charging cable and wall adapter, the issue persisted initially. Customer attempted leaving the wall adapter plugged in for 30 consecutive minutes, after which the pump began charging normally using the original charging supplies. There was no adverse impact to the customer's blood glucose level, and no further assistance was required as the issue was resolved.